Event description:
It is reported the patient is experiencing recurrent loosening.

Manufacturer narrative:
The c/m elbow surgical technique states: "be sure that the two pins are fully engaged. A click should be heard and felt when the two pins are connected. If not, soft tissue is likely trapped between the pin and the implant preventing complete engagement." Operative notes were requested however none provided, it is unknown if the pins were initially fully engaged. A definitive root cause cannot be determined with the supplied information. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.